Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an incorrect batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0214049 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no patient impact. Eua # (B)(4).